Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was a non-sustained ventricular tachycardia (nsvt) event that was stored, for this right ventricular (rv) lead. Review of the event indicated that noise was oversensed which resulted in pacing inhibition of just over 3 seconds, on a pacemaker dependent patient. The patient was brought into the clinic and no out of range values were noted. However, noise was reproducible with isometrics. Lead damage was reported and the lead was subsequently removed and replaced. No additional adverse patient effects were reported.